Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, an eri/eol message was displayed. Noise with inhibition of pacing was also noted. Device was replaced. Patient was fine post-procedure.

Manufacturer narrative:
No conclusion code available. The reported premature battery depletion was confirmed in the laboratory. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. The device was tested on the bench and an abnormal component on the hybrid was found to be the cause of the reported premature battery depletion.